Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 488 mg/dl with polydipsia, nausea, shortness of breath and emesis associated with an alleged history settings issue. Reportedly, the patient remained on the pump and was treated at the hospital with insulin via the pump and intravenous fluids. During troubleshooting with customer technical support, it was noted that the patient had not changed the infusion set and the cartridge for 6 days and changed them about an hour before going to the hospital. It was also noted that the basal rates were adjusted. The basal delivery totals in the total daily dose matched the active basal program. The basal history matched the active basal program and all boluses were recorded as programed. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced hyperglycemia associated with user error and not a pump malfunction.